Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patient conditions likely contributed to the event. As per information medical opinion, the perceived the root cause of the event was that patient stopped diuretics after the procedure, annulus dilatation and device detached. When the diuretics consumption stops, there is an increased volume of blood in the system that leads to a higher pressure in the heart. This increased pressure may have resulted in the leaflet slipping out of the implant clasp. Since no edwards defect was identified, corrective or preventative actions are not required

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from spain, edwards received notification of a pascal precision ace procedure in the tricuspid position. On pod#2, there was a single leaflet device attachment (slda) with the second device implanted. The first pascal precision ace device was implanted in the anterior-septal (a/s) position with a 1-7 orientation. Subsequently, a second device was placed in the posterior-septal (p2/s) position, with 2-8 clocking. Initially, the patient presented with severe tricuspid regurgitation (tr), which was successfully reduced to mild following the procedure. However, on postoperative day 2 (pod#2), a single leaflet device attachment (slda) from septal leaflet (p2-s) was observed with a severe tr. On pod#9, a redo was performed successfully, and the tr was reduced to mild. As per medical opinion, the perceived the root cause of the event was that patient stopped diuretics after the procedure, annulus dilatation and device detached.